Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/71 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: electrophysiological insights into three modalities of left bundle branch area pacing in patients indicated for pacing therapy. International heart journal. 2021. 62(1):78-86. Doi: 10.1536/ihj.20-490. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left bundle branch area pacing. The article reports one patient who experienced a perforation of the left ventricular (lv) which was detected by post-operative echocardiography. At the three month follow-up, echocardiographic examination indicated that the tip of the lead appeared to be covered with intima. Another patient experienced a worsening tricuspid valve regurgitation. The status/disposition of the leads appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.